Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400 (pc400) coils. During the procedure, the physician met resistance when advancing a pc400 coil through a px slim delivery microcatheter (px slim). The physician was able to advance the pc400 coil to the distal tip of the px slim; however, the pc400 could not advance out of the px slim due to resistance. The physician successfully removed the pc400 coil and attempted to advance it through the px slim again. The attempt was unsuccessful and the pc400 coil was removed. The procedure continued successfully using a new penumbra coil 400 and the same px slim. There was no report of an adverse effect on the patient.